Manufacturer narrative:
(B)(4). Report source: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a bone fracture repair procedure, the drill head of the reamer fractured off after drilling the patient bone. There was a 20-30 minute surgical delay while the fractured component was retrieved from the patient. There was no patient impact and no adverse events have been reported as a result of this malfunction. Due diligence is complete as multiple attempts have been made; all available information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; h2; h3; h6; h10. H6: proposed component code: mechanical (g04) - drill. Visual examination of the returned product/provided pictures identified that the reamer head has disassembled from the flex shaft. The flex shaft is not fractured. The shaft diameter is conforming to print specifications. Discoloration is seen throughout the length of the shaft and there is damage to the reamer head along with wear and tear on the reamer shaft. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected/updated: b3; b4; b5; g3; h2; h10. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted.

Event description:
No further event information at time of this report.